Event description:
It was reported that this system exhibited elevated thresholds, oversensing and pacing inhibition with asystole less than 2 seconds on the right ventricular (rv) channel. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities with all seal plugs intact. Additionally, seal ring marks were observed which indicate full lead insertion in all lead barrels. Laboratory technicians performed testing which confirmed proper setscrew operation as all setscrews moved freely in both directions. Manual electrical measurements noted normal pacing and sensing functions. The root cause of the reported clinical observations was not confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when analysis is complete.

Event description:
It was reported that this system exhibited elevated thresholds, oversensing and pacing inhibition with asystole less than 2 seconds on the right ventricular (rv) channel. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.